Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of rebq0976 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock device would not secure the PICC, the clasp would not line up, and it has broken. This happened on 2 separate occasions. This file addresses the second occurence.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint that the statlock retainer door would not close was confirmed, but the root cause of the damage is unknown. One statlock device with foam anchor pad was returned for evaluation. A visual observation showed that one retainer door was closed. One locking barb on the other door was bent away from the vertical position, which prevented the retainer door from closing and locking. What caused a locking barb to bend was unknown. This type of damage can occur if the door is misaligned while closing. The paper backing had not been removed from the foam anchor pad. It is unknown if any complications associated with the clinical setting affected the reported issue of the returned statlock stabilization device. A lot history review (lhr) of rebq0976 showed one other similar product complaint(s) from this lot number.

Event description:
It was reported that the statlock device would not secure the PICC, the clasp would not line up, and it has broken. This happened on 2 separate occasions. This file addresses the second occurence.